Event description:
It was reported that the cardiosave intra-aortic balloon pump may require maintenance .iabp was found alarming. There was no patient involvement or injury reported .

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
A getinge field service engineer (fse) had checked the unit and found that the vacuum pressure exceeds the standard value. Then the fse had adjusted the regulator again and calibrate the value within the standard criteria test. Then it's functionality has been checked that it had passed the balloon test. The machine can be used normally.